Event description:
The customer called reporting that the unit of measure had changed on their unlocked freestyle meter. The meter has been returned and, through the course of investigation, has been discovered to exhibit the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been notified by the adc fa16may2006 letter.